Event description:
It was reported that during use of the delta monitor at a "normal" monitoring station, the pts may disconnect the ECG cables from the multimed by themselves in order to go to the restroom. A white advisory will be prompted. This alarm cannot be confirmed/acknowledged by the nurses, but may only be eliminated for a short time. The customer needs to keep the volume high, because the alarm has to be heard everywhere on the ward. However, they are concerned about missing/ignoring an alarm due to the frequency of alarms. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.